Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient trial is for bladder and bowel. Patient reported that she was bleeding. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated. Patient was redirected to follow up w/ hcp for the following reason: regarding having the ins / leads removed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins has been "not usable for years" as it never provided benefit since implanted (B)(6) 2009 so he just turned therapy off patient was redirected to follow up w/ hcp for the following reason: regarding having the ins / leads removed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the unusable implant and it still remained implanted. They noted that the device had not been used in several years and may be taken out at a later date. There were no further complications reported or anticipated.